Event description:
It was reported that this lv lead was exhibiting high out of range impedances greater than 3000 ohms and loss of capture, due to suspected lead fracture. This lead was surgically abandoned and another lv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead was returned severed approximately 45.5 cm from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of failure to capture, high out of range pacing impedances and lead conductor fracture.

Event description:
It was reported that this lv lead was exhibiting high out of range impedances greater than 3000 ohms and loss of capture, due to suspected lead fracture. This lead was surgically abandoned and another lv lead was successfully implanted. No additional adverse patient effects were reported. Although this lv lead was surgically abandoned, a portion was received for product analysis.